Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: the run data file analysis did not show a root cause for the higher-than-expected wbc content in the platelet product reported for this collection. Based on the available information, it is possible that this leukoreduction failure may be donor related.

Manufacturer narrative:
Investigation: the disposable set was returned for investigation. The product bags had been removed from the set. There is no lr filter present on this disposable. Upon visual inspection no misassemblies were noted with the set. No occlusions were noted; fluid moved easily within the set. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. This report is being filed due to a device malfunction that has the potential for injury.